Manufacturer narrative:
Evaluation of the returned flash catheter confirmed a fracture on the distal end. Based on the damage at the fractured location, this fracture was likely a result of over torquing the device against resistance. If the flash catheter is over torqued against resistance during retraction, damage such as a fracture may occur. Further evaluation of the device revealed a bend on the proximal shaft. This damage was likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left lung using an indigo system lightning flash aspiration tubing (flash tubing), an indigo system flash aspiration catheter (flash catheter), and a non-penumbra sheath. During the procedure, the physician completed multiple passes with the flash catheter and sheath. While retracting the flash catheter from inferior vena cava (ivc), the physician fractured the distal portion of flash catheter. Therefore, the proximal portion of the flash catheter was removed within the sheath. The physician advanced a different non-penumbra sheath to the ivc and used a snare device to remove the distal portion of the flash catheter. No additional information was provided. There was no report of an adverse effect to the patient.